Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 85-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is comparing the results of her meter against the onetouch meter and noticed there is a 40 points difference. The customer has made recent changes in her diet and medication but not changes in her exercise regimen. The customer is testing seven times a day (fasting) and taking medication for her diabetes (pill form).